Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the was stopper difficult to remove. The following information was provided by the initial reporter: translated to english. The customer stated: "today, I got another report about a lot of pst tubes where the lid was staying in the collection holder."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pull out with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pull out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the was stopper difficult to remove. The following information was provided by the initial reporter: translated to english. The customer stated: "today, I got another report about a lot of pst tubes where the lid was staying in the collection holder."